Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. Unit had cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was cracked. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.